Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 589 mg/dl. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she was at work and started to have symptoms so she went to the emergency room. The customer stated that she had lost 90 pounds and her body is changing. The customer declined to troubleshoot for high blood glucose readings.